Event description:
A malfunction was reported on a customer's pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, helping with the reset, and confirming the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappears.